Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-12990 batch 12731697 was received for evaluation. Visual inspection noted a piece, possibly the needle, observed in the instrument slot. Discolored spots were noted on the device. A functional test with a needle encountered a blockage on the device; the needle did not completely pass through the shaft. The most likely cause of the reported failure is attributed to user error, specifically striking a bone or excessive force to pass the needle through fibrous/calcifc tissue as detailed in the dfu-0392-sub-eo revision 1.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th october 2025, it was reported by an arthrex employee via email that for an ar-12990, knee scorpion¿, the needle broke inside scorpion hand piece and got stuck. This was detected during a meniscal root repair procedure on (B)(6) 2025. The procedure was completed successfully as another handpiece was used.